Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, approximately 2 years and 5 months following a transfemoral transcatheter aortic valve replacement (tavr) to implant a 26 mm sapien 3 ultra valve, the valve exhibited paravalvular leak (pvl). There was no initial regurgitation at initial implant. A post dilation was performed with a 26 mm commander delivery system with 1 cc added to nominal volume. The severe pvl was reduced to no pvl. The patient was in stable condition and was discharged. The root cause was stated to be possibly related to recoil.